Event description:
In 2004, I started using fixodent and poligrip denture adhesive. In 2009, I started experiencing numbness and tingling of my legs and feet. I still use the product to the current. I have the same problems with my hands. Numbness and tingling in feet, hands, and knees. Heavy legs and extremely week and tired. Dose or amount: denture cream, frequency: daily, route: oral. Dates of use: from 2004 - current. Diagnosis or reason for use: denture adhesive cream.